Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Multiple kinks were identified along the hypotube shaft. Blood was identified within the balloon material. A pinhole was identified in the balloon, 1mm proximal from proximal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No damages were identified with the shaft polymer extrusion. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Blood was identified within the balloon material which is indicative of a leak. An attempt was made to inflate the balloon. Initial attempts to inflate the balloon failed therefore the device was left in the waterbath at 37 degrees. Afterwards, the pressure was unable to be maintained as inflation liquid was observed leaking from the pinhole identified 1mm proximal from proximal markerband.

Event description:
Reportable based on the device analysis completed on 16sep2025. It was reported that the device failed to inflate. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle part left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, after the ablation with rotapro 1.75mm, the wolverine was advanced. However, upon first inflation, it did not expand. The device was completed with another of the same device. There were no patient complications. However, the device analysis revealed balloon pinhole.